Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, tibial component loosening and a closed fracture of the tibia approximately four years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices: unknown nexgen femoral component, catalog #: ni, lot #: ni. Unknown nexgen articular surface, catalog #: ni, lot #: ni. The complainant has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated: upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2022-00166.

Event description:
No further event information available at the time of this report.